Manufacturer narrative:
Foreign zip code: (B)(6). The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during case, the hand piece was not working properly, it gets stock in each turn and it increase the temperature. It is unknown if there was a delay in the procedure and if there was back-up device available. Attempts were made to retrieve further information but no response was received from the complainant.

Event description:
It was reported that the hand piece doesn't work properly, it gets stock in each turn and it increase the temperature.